Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath, without complication. 12 hours later, the patient presented with acute hypotension and pericardial effusion which lead to a cardiac tamponade. The patient was hospitalized again and a pericardial effusion was noted in transthoracic echocardiogram (tte). A pericardiocentesis was urgently performed. The patient was reported discharged and recovered fully.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event pericardial effusion which lead cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.